Event description:
It was reported that the the lid of the battery housing has broken off. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11. No product was returned. Review of the provided picture found the lid was broken due to a missing pin. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.